Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, the device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the implant has been showing some channels on "hi" impedance since (B)(6) 2004. As these channels were not used for stimulation, it was decided to keep studying the case for a while, observing the evolution over time of the rest of the channels. On (B)(6) 2004 it was detected that the majority of the channels were now showing "hi" impedances and even some short circuits. In spite of this, the patient is still able to use her device and obtain benefit. The device's behaviour indicates that there is mechanical stress of the active electrode array.